Event description:
It was reported to philips that the system could not capture the images. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint. The complaint device azurion 7 m20 (722282) is not sold in the us. However, its similar device 722224 is marketed in the us under 510(k): k200917